Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer reverted to alternate method of insulin therapy. The customer will follow up with cts persists. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.